Manufacturer narrative:
Product analysis: the complaint could not be confirmed. The analyzer passed incoming tests. No issues were identified. No repairs were necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer was not working properly. The analyzer was returned for service. There was no patient involvement.